Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. In this case, the vision stent delivery system (sds) was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported an aspiration catheter was advanced however during retraction the physician noted that the distal struts of the vision stent were deformed. It is likely that as the stent was not completely apposed to the vessel wall, the catheter interacted with the stent, contributing to the stent damage. The balloon catheter was able to successfully post dilate the stent. It was reported the vision sds was not prepared for use outside of the patient anatomy but rather negative pressure was applied once the sds was in the anatomy and then the stent deployed which may have contributed to the difficulty deploying the stent. It should be noted the multi link vision rx instructions for use (IFU) states to prepare an inflation device with diluted contrast medium and remove all air from the catheter. The IFU warns that if air is seen in the shaft, repeat delivery system preparation to prevent uneven stent expansion. Cine images and case circumstances were reviewed and discussed by the physician and an abbott medical specialist. It was noted that the stent was underexpanded at an ectatic area of the vessel when the non-abbott catheter had crossed through it. It was discussed that further apposition of the stent may have reduced the possibility of interaction with the non-abbott catheter. The theory discussed is that the underexpanded stent may have created an area of interaction during cross, that then provided more resistance when the non-abbott catheter was removed. The non-abbott catheter general design was discussed which has a braided section that provides a lot of push; there is also a large aspiration port that had a flared area. It should be noted that the non-abbott catheter being reviewed was from a case which had resistance felt crossing through a xience v stent, but there was no deformation seen. There was no non-abbott catheter returned for this incident. The physician summarized that his key learning from the case was that extra care must be taken to appose a stent in a complex anatomy which also has a varied reference vessel diameter (rvd) - especially when crossing through with a bulky device like the non-abbott catheter. Additionally, it was noted that following contact with the non-abbott catheter the vision stent had ovalized a bit which was then post dilated and a good result was achieved. No type of longitudinal nor permanent deformation of the vision stent was observed. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for difficult to deploy or device damaged by another device. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture. Additionally, all balloons are visually inspected for proper fold configuration and stents are checked for proper strut dimensions and stent damage. A sampling of units is also destructively tested to verify proper balloon deflation and proper stent deployment.

Event description:
It was reported that the patient presented with a myocardial infarct and thrombus of the saphenous vein graft (svg) to the right coronary artery (rca), and the 2.75 mm x 23 mm rx vision was deployed at 15-16 atmosphere without incident. The physician was using a non-abbott aspiration catheter to remove the thrombus and distal graft debris and while pulling back the catheter he noted that the stent deformed when the catheter marker passed the distal edges of the newly deployed stent. There was no resistance noted. Optical coherence tomography (oct) was used and it was noted that the stent struts appeared ovaled and were not apposed to the vessel wall. The thrombus aspiration was completed followed by additional post-dilatation with a 3.0 mm nc voyager dilatation catheter to completely appose the stent struts to the vessel wall. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The patient was discharged the following day. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Medtronic xport aspiration catheter, angiomax. Incorrect preparation inside the anatomy. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.